Event description:
It was reported that the external pulse generator had a cracked case and missing bails and ring. The generator was returned for service, it was analyzed and tested out of specification. It was indicated that there was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that one side bail and ring were missing, the display lens was broken, the battery release was contaminated, one side bail cover was broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the battery drawer was contaminated, the battery drawer o-ring was missing, the heart lead flex was out of specification, the device failed battery removal testing due to the main printed circuit board (pcb) being out of electrical specification, and the display was out of electrical specification. Further analysis was performed on the main pcb and the heart lead flex. It was confirmed that a capacitor component failure caused the device battery removal test failure, and signal path opens lead to functional test failures on the heart lead flex. (B)(4).